Event description:
It was reported that an unspecified intermittent malfunction alarms occurred. The customer cleared the alarm and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.